Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 19) occurred during the load sequence with multiple cartridges. Customer's blood glucose was 140 mg/dl. Reportedly, the customer loaded a new cartridge successfully and resumed insulin therapy.